Event description:
The customer reported the system had no power and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable assembly was replaced. The system was then found to be operating as intended.